Event description:
Customer reported to beckman coulter, inc. (Bec) that the blood urea nitrogen (bunm) module on the unicel dxc 800 synchron system was overflowing and disabled itself. Customer reported that erroneous results were not generated. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) found a clog in modular chemistry wash collar waste line. The fse flushed the line and primed the system.

Manufacturer narrative:
(B)(4).